Event description:
It was reported that allegedly a pta balloon was difficult to deflate once it was used to dilate a lesion in the superficial femoral artery. After one inflation to 20 atms was performed, it was observed that the balloon could not be completely deflated. While still partially inflated, the balloon was removed from the treatment site. Reportedly, the device was difficult to remove from the treatment site and also difficult to retract into the 5f introducer sheath. Upon removal from the sheath, it was observed that the balloon had torn and the outer layer of the balloon was shredded. It appeared that the balloon had become caught on the tip of the introducer sheath, causing the sheath to accordion. Once removed from the pt, the balloon was inflated and a pinhole was identified in the distal shaft of the catheter. No pt injury.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The complaint sample has been returned and the investigation is currently underway.